Manufacturer narrative:
The calibration and qc data were acceptable. The analyzer alarm trace contained abnormal aspiration (sample pipetter s1) alarms. The field service engineer checked the analyzer and verified the various washing positions and the machine functionality. He performed precision on the lithium assay and hardware checks, which were acceptable. The investigation was unable to determine a specific root cause, but found that the issue was resolved by the service actions.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable high lithium result from the cobas c 503 analytical unit. The initial result was 2.37 mmol/l and was reported outside of the laboratory. The sample was later retested for a lot-to-lot comparison. The repeat result was 0.383 mmol/l. The customer repeated the sample again and received the same result. A new sample was drawn from the patient, and the result was 0.335 mmol/l. This result was consistent with the patient's history and the repeat results for the original sample. The repeat result from the original sample was believed to be correct.